Manufacturer narrative:
H4: the lot was manufactured from october 21, 2019 - october 22, 2019. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing of the sample, a leak was observed between the spike port cap tube and the spike port bonding area. The reported condition was verified. The direct cause of the leak was not determined; however, the most probable cause was due to inadequate or lack of cyclohexanone applied to the tubing during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the middle of the bag, on the edge of the administration port. This issue was discovered prior to patient use, while the bag was in the overwrap. There was no report of patient injury or medical intervention associated with this event. No additional information is available.